Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an access site related iliac artery dissection was also noted and was treated with a stent and balloon dilation. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.